Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #1225714-2013-01979.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products: associated mdrs #1225714-2013-01979, 01980, 03560, 03561, 00388, 00389.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2010 and subsequently expired on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one of six device reports related to this pt; the associated MFR report numbers are: 1225714-2013-01979, 01980, 03560, 03561, 2937457-2013-00388 and 2937457-2013-00389. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2010 after the use of the product.